Event description:
Information received regarding the explanted device notes the ventricular lead exhibited 7.5 v capture thresholds and was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received